Manufacturer narrative:
D10 concomitant products: 173016 173016 endo stitch instrument - (lot#j4b2983ey); vloca008l vloca008l v-loc* 180 0 abs reload 20cm - (lot#n4k1947y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hysterectomy, when the surgeon attempted to close the cuff while using the device, both times the needle broken at the level of the suture connection. The surgeon attempted to find the broken half with palpation using an instrument and fingers, but it was unsuccessful. It could not palpate in the cuff at the site of fracture. The broken needle location was unknown and there were two pieces approximately 4-5 mm length unaccounted for. A new device was used to resolve the issue. There was no patient injury.